Event description:
Information received indicates a nurse call is inoperable.

Manufacturer narrative:
The technician found two broken wires on the communication cable. He replaced the communication cable to repair the bed.